Event description:
The customer reported that the system's foot pedal switch would not function properly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the footswitch and reloaded the flash memory. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.